Event description:
It was reported that the bd alaris¿ secondary set came apart at the drip chamber while hanging emend for the infusion, causing leakage. The following information was provided by the initial reporter: "rn was hanging emend for infusion when secondary set came apart at drip chamber. New bag of medication and secondary set obtained for patient tubing."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ secondary set came apart at the drip chamber while hanging emend for the infusion, causing leakage. The following information was provided by the initial reporter: "rn was hanging emend for infusion when secondary set came apart at drip chamber. New bag of medication and secondary set obtained for patient tubing".

Manufacturer narrative:
The following information was updated due to additional information: d4. Medical device lot #: 22029079. D4. Medical device expiration date: 02 feb 2025. H4. Device manufacture date: 02 feb 2022. H6: investigation summary : no photo or samples were received with the customer's complaint of drip chamber separation and leak. This is however a known issue with this set and the complaint can be verified. The root cause was attributed to the solvent assembly process. There was not enough solvent applied to the connections. Several variable were found that could affect the performance of the solvent dispenser, and a quality improvement plan is now underway to mitigate the risk of recurrence. A device history record review for model 11448964 lot number 22029079 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02feb2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.